Event description:
It was reported that the pump's usb port had an undefined issue resulting in difficulties charging the pump. Reportedly, the customer was unable to charge the pump using the tandem-provided usb charging cable and the battery was not holding its charge. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.